Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent down arrow button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a button error when they had just gotten home from bowling. The blood glucose reading was 211 mg/dl. The parent did not recall any significant events leading to the alarm. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.